Manufacturer narrative:
H4: device manufacture date: november 18, 2020 - november 19, 2020. H10: two (2) devices were received containing 21ml and 30 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample evaluation was not able to confirm the underinfusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified day and month of 2021. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The devices were received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors under-infused during patient use. The devices had been filled with cefazolin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.